Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient confirmed they have the recharging paddle with them to do the troubleshooting. Patient mentioned they have the controller charged. Agent had patient connected the recharging paddle to the controller and patient stated the screen showed "reposition the paddle" the patient did so. Patient asked what part should be over the implant. Agent reviewed solid part of the paddle. Patient then mentioned recharging excellent and controller was at 100% and implant showed a red line. Agent advised patient to monitor the charging of the implant. Patient asked again about the extra battery pack. Agent reviewed battery replacement and redirected patient to their healthcare insurance regarding purchasing extra battery pack to confirm if they could have an extra and how to purchase the battery pack.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  The reason for call was patient reported that they need a battery pack they read it somewhere that there's an extra battery pack but they never got one; patient tried to use aa batteries but didn't work. Patient mentioned the mdt battery pack they have can't recharge. Patient mentioned that it's been about a month that they've been having problems with the battery pack; patient can't remember any error message. Agent had patient reset the controller and checked for physical damage, patient confirmed there's not damage on the controller port pins, battery pack, and battery compartment pins. However, patient didn't have the recharging paddle, they're out of town. Agent explained that troubleshooting is needed. Agent asked for the cost of the battery and where to get the battery. Agent reviewed information to patient. P atient stated, they don't have stimulation and they need to charge. Agent reviewed the use of the external devices and mentioned that troubleshooting is still needed to determine which of the device needs replacement. Agent then referred patient to their mdt rep if they still have contact. Agent also offered to give a callback once they're back from their out-of-town. Patient then agreed for a callback on monday 10pm est. During the call, patient added when they charge the implant, charging time will take 2-3 hours and the stimulation would not get stronger; the stimulation was getting weaker and weaker that's why they're calling.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the issues resolved.